Manufacturer narrative:
The field service engineer (fse) checked the ise 2 flow path and reagent bottles. He did not find any issues. The calibration performed on (B)(6) 2022 did not indicate any issues. The qc recovery was within -2sd. There was no indication of a performance issue of reagent or instrument. The pre-analytical data were requested but not provided. The alarm trace contained abnormal aspiration (sample probe) errors. These are indicators of possible poor sample quality. The module's performance was verified by successful calibrations and qc. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for several patient samples tested on a cobas 8000 ise module (double). The reporter stated that they have been experiencing ion-selective electrode (ise) voltage errors. He was able to provide two examples of questionable results. It was unclear if the questionable results were flagged or unflagged. The samples auto repeated on the ise-2. They were rerun on the other cobas 8000 module before the results were reported. The initial results were not reported outside of the laboratory. Sample 1's initial sodium result from the ise-2 of the module was 139 mmol/l. The first repeat result from the ise-2 of the module was 148 mmol/l. The second repeat result from the other module was 146 mmol/l. Sample 2's initial sodium result from the ise-2 of the module was 150 mmol/l. The sample did not autorepeat for sodium. The repeat result from the other module was 142 mmol/l. The initial chloride result from the ise-2 of the module was 97 mmol/l. The first repeat result from the ise-2 of the module was 116 mmol/l. The second repeat result from the other module was 107 mmol/l. The repeat results from the other module were deemed correct. The sodium electrode lot number is r1662. The expiration date is 31-jul-2022. The chloride electrode lot number is h5357. The expiration date is 09-apr-2022.